Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a threaded inserter shaft used for spinal surgery. Pre-op diagnosis was degenerative disk disease. Procedure performed in the event was l3-5 olif. It was reported that intra-operatively, upon insertion of pivox spacer the distal tip of threaded inserter shaft broke. Surgeon used an impactor to final position the spacer with no difficulty. The broken piece of threaded inserter was left in place, it broke "flush" with insertion threaded portion of the pivox spacer rendering it impossible to remove. Surgeon placed a small 2-hole lateral plate over the pivox spacer as is his normal surgical technique. This was at the l3-4-disc space. Threaded inserter was in contact with the implant, which was in contact with patient, but threaded inserter wasn¿t ever in direct contact with patient. There was a delay of 5 minutes in the overall procedure time. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis part# 2161001 ; lot# nm20e018- visual and optical inspection revealed that the entire threaded tip of the instrument has been broken off. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with bend stress overload. H6: updated eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.